Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left abdominal hernia. It was reported that after implant, the patient experienced recurrent hernia, adhesions, serosal tear, and scarring. Post-operative patient treatment included revision surgery, lysis of adhesions, mesh removal surgery, serosal tears closed, and hernia repair with mesh.